Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in high voltage lead impedance was noted. The patient is in stable condition and no actions taken other than the patient being monitored.